Manufacturer narrative:
It is unknown which of the following batteries were involved in the reported event: catalog #a00036, serial # (B)(4); catalog #a00036, serial # (B)(4); catalog # 1650de, serial # (B)(4); catalog # 1650de, serial # (B)(4). The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Batteries (B)(4): based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01497, 01498 and 01499) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that the hospital reported several battery switchings, particularly if the batteries were connected to port 2 of the controller. The patient was at home during the event. The batteries and controller were replaced from the hospital stock. It was reported that there was no effect on the patient; the patient is doing fine.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities. This is one of three reports (3007042319-2015-01497, 01498 and 01499) submitted for devices related to the same event.